Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via medwatch report ((B)(4)) that during a right shoulder arthroscopy rotator cuff repair case the tip of the disposable needle for the suture passing device broke off in the rotator cuff. The report states the physician determined it would be more detrimental to attempt to retrieve it than to leave it in place. The medwatch report listed the date of event as (B)(6) 2019 with no specific date in january. The above event description was entered by arthrex as received in the medwatch report. This complaint will be evaluated as all complaints are in accordance with arthrex complaint handling procedures.